Event description:
During routine testing of the device at the service center, the user reported invalid data in the erasable electronically programmable read only memory caused by a low voltage in the single board computer lithium batteries. The monitor was originally returned for a sensor intensity error when the invalid data was found. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.